Event description:
It was reported that the right atrial (ra) lead dislodged post-operatively and was repositioned. It was also reported that ra lead dislodged again the next day and was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A voluntary medwatch form 3500/3500b was received. If information is provided in the future, a supplemental report will be issued.